Event description:
The lead was implanted on (B)(6) 1991, and capped on (B)(6) 2012. The lead was capped due to high threshold of 5.1 v @ 0.5 ms (pw). The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).